Event description:
This supplemental report is being filed due to the completed evaluation of this product and to correct the event date.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Visual examination revealed a complete fractured electrode. The fracture was located approximately 32.7 cm from the terminal end, in the area distal to the notch. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product is being evaluated in boston scientific's post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this patient had been lost to follow up. Device evaluation revealed an alert for high shocking impedance measurements. A review of the device data noted small signal amplitude and noise which was oversensed, resulting in an inappropriate shock. A boston scientific technical services consultant documented and discussed further troubleshooting with the caller. X-ray was performed and was going to be reviewed. The patient was sent home with a life vest. A revision procedure was performed and the system was removed from service and replaced. No additional adverse patient effects were reported. This product is part of the emblem electrode lumen advisory population.